Manufacturer narrative:
The bench repair technician confirmed the reported problem and replaced the power supply to resolve this issue. The device was returned to the customer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will operate on dc power only. No patient involvement reported.